Event description:
Per the info provided to co by the physician's office, the device was removed due to "failure, secondary to connecting tubing from pump to right cylinder unravelled". As reported to co the entire device was removed and replaced with another co two-piece inflatable penile prosthesis.